Manufacturer narrative:
(B)(4). The device is expected for evaluation, but has not yet been received. Once the investigation has been completed a follow up medwatch will be submitted.

Event description:
It was reported that the abutment screw loosened. There was no report of patient injury.

Event description:
It was reported that the abutment screw loosened. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 22 aug 2019. B5: it was reported that the abutment screw loosened. There was no report of patient injury. G4: 21 aug 2019. The reported device was not returned for evaluation. The reported condition of an abutment screw that loosened was not confirmed. A device history record (DHR) review for the reported device could not be performed as the reported device lot is unknown. A complaint history review for the reported device item number was completed dating back 12 months. The complaint history review revealed that there are no existing non-conformances for the reported device. A definitive root cause for the reported device could not be determined.as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3: device not returned.